Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, when connecting the pump to the cuff, continuous bleeding was noted, despite the pump being properly connected. Pledaget felts were added to prevent cuff site bleeding and further bleeding procedure was implemented. The bleeding did not resolve and thought the leakage was coming from the pump and cuff. A brand new backup pump was used.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed cuff lock damage that could have contributed to the bleeding between the pump and apical cuff observed in the submitted video; however, a specific cause for the observed damage could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The tunneling adapter was connected to the pump cable. The modular cable was not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was returned in the open position and the apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the cuff lock found that one of the locking arms appeared to be slightly bent out of specification. The latch arm of the cuff lock appeared unremarkable. Evidence of a tool marking was present on the locking handle of the cuff lock. The clear sealing ring appeared unremarkable. Dimensional analysis of the cuff lock arms using a vision system tool and calipers further confirmed that one of the arms was slightly bent out of specification. It was unable to be determined exactly when or how the cuff lock arm became bent; however, the observed tool marking appeared to be due to applying a high load to the cuff lock, which has the potential to cause a permanent deformation of the locking arms. The observed damage to the cuff lock could have prevented the o-ring and apical cuff from sealing properly when the pump was engaged, which would have contributed to the blood leak observed in the submitted video. Dimensional analysis of the sealing ring and motor cap found the components to be within manufacturing specification. Using a test apical cuff, the cuff lock properly engaged with no issues. The apical cuff lock was cycled between the closed and open positions without issue. Review of the manufacturing documentation found no deviations during installation, testing and inspection of the cuff lock during pump assembly. The assembly and inspection steps for the cuff lock include checking for damage, cycling the lock 10 times, engaging the lock with a dummy apical cuff, and additional inspections for damage, bends, and that the cuff lock arm pegs are properly positioned in the motor cap grooves. The left ventricular assist device (lvad) event and periodic log files were retrieved from the returned device. No notable events were observed. The lvad log files appeared to capture the pump operating as intended. The device was cleaned, rebuilt, and functionally tested under load conditions. The device operated as intended and the retrieved data revealed normal pump power consumption and flow estimation that was within manufacturing specifications. The relevant sections of the device history records for mlp-033199 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, under ¿preparing the ventricular apex site¿) contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. This section also provides instructions on how to mate the pump to the apical cuff and describes the steps to ensure proper engagement of the cuff lock. Additionally, this section notes ¿if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection.¿ the heartmate 3 lvas surgical hand tools IFU, rev. A, is also currently available. This document provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Furthermore, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the bleeding got better with the back up pump. The patient was stable.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.